Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). The suspect component has been returned to carefusion. Failure analysis evaluation is pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that the ventilator was alarming ventilator inoperable and motor fault. The events log showed check oxygen (o2) alarm, circuit disconnect and low peak inspiratory pressure (pip). There was no patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was able to be confirmed but unable to be duplicated. No fault was found during investigation.